Event description:
It was originally reported that the device was not producing q rings. Once product arrived in house, initial testing revealed device was producing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots due to normal tip wear.